Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead lead was capped and surgically abandoned due to a non-specific product performance allegation. This lead was in service for nearly 23 years. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead lead was capped and surgically abandoned due to high out of range impedance values. This lead was in service for nearly 23 years. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. Therefore, it is the reason the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.